Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, the device was noted to be exhibiting beeping and an indication of end of life (eol). A technical services (ts) consultant recommended immediate device replacement. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The s-ICD was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, the device was noted to be exhibiting beeping and an indication of end of life (eol). A technical services (ts) consultant recommended immediate device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received and this s-ICD has been explanted. No additional adverse patient effects were reported. The s-ICD was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.